Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error alarm and broken force sensor alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Unit received with corroded motor home switch.